Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to the spec, deformation device, white particles in the shell, wear abrasion, voids in the gel and creases fold. The unit is not ruptured. Based on the device analysis the final assessment is no issues found related with the manufacturing process.

Event description:
Additionally, healthcare professional reported "device was folded almost in half". Device has been explanted.